Event description:
It was reported that the end user was walking outside and one of the crutches began to bend and then broke at the location of the extension. She fell onto her right side, hitting her elbow and hand. Upon evaluation, it was determined that she tore ligaments in her wrist.

Manufacturer narrative:
End user was walking outside when one of the crutches began to bend and then broke at the location of the extension. When it did, she fell onto her right side, hitting her elbow and hand. She was seen in the emergency room. She suffered torn ligaments in her wrist. The crutch was evaluated. Hardness was measured at approximately 13-15 for both wing tubes above the break. Upon inspection at the upper rivet, it appears that the rivet may have been over tightened. A stock check was conducted and there is no other stock remaining from that lot. Other samples from stock will be ordered for inspection and compression testing to determine if this is an isolated issue.